Event description:
It was reported that the patient was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's impedances were "all off". On 31/aug/2011, the pt went to have the lead ((B)(4)) replaced. A new lead was implanted ((B)(4)), but the MFR rep still reported impedance issues. The implantable neurostimulator (ins) was replaced, and another new lead ((B)(4)) was implanted. Impedances of over 4,000 ohms were reported on all or some unipolar pairs. It was noted that motor responses using the j-hook / pt cable were all good, and the components were left in the body. See MFR report# 3004209178-2011-07851 for subsequent device issues. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this repot. A fu report will be sent when analysis is completed. See scanned pages.

Event description:
Additional information from the patient¿s hcp indicated the revision was successful and the patient had only had one reprogramming session since revision.

Manufacturer narrative:
Analysis of the implantable pulse generator (ipg) model 3058 serial# (B)(4) found no significant anomaly. The set screw was backed out too far, forced into tecothane. Small chips of tecothane had been cut free by the set screw. The set screw was still engaged in the set screw block threads and was tightened properly to the lead during testing. There was foreign material in the connection port. The connection port was cleaned before testing. There were scratches and burn marks on the titanium can. A power-on-reset occurred prior to analysis. The implantable neuro stimulator (ins) output was tested at the distal end of a known good lead. Stable output was observed on each program as received on an oscilloscope. Each circuit was tested in reference to the #0 electrode on an oscilloscope with good stable output observed. There were no issues when pressing on the ins can. The returned lead was connected to the returned ins, and submerged in a 0.9% saline solution. Impedances were measured with an 8840 programmer. There were good imped ances on every electrode pair. The ipg was functionally ok. Analysis of the lead model 3889-28 lot# v176885 found no anomalies. There were no visual anomalies. The returned lead was connected to the returned ins, and submerged in a 0.9% saline solution. Impedances were measured with an 8840 programmer. There were good impedances on every electrode pair. The lead was functionally ok.